Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to infection and extrusion of the receiver stimulator. The patient was reimplanted with a new device during the same surgery, and was placed on a course of oral antibiotics (type and duration not reported).

Manufacturer narrative:
This report filed february 3rd, 2016.